Event description:
It was reported that an xtra-silent nite slide-link thermoform device fractured and had a broken component. The fractured was reported to be in the lower occlusal area and an upper anchor broke off. This occurred after two years of use. Per the report the patient did not suffer any harm, injury or adverse event; no medical intervention was required.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp-2024-01482.

Manufacturer narrative:
Corrected information h11 (additional manufacturer narrative): in the previous reported it was mentioned in h11 section that the non-visual device investigation was done, was incorrect. The device was visually inspected and the investigation findings were updated in the previous report. The manufacturer internal reference number is: (B)(4).